Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what procedure was the device used in for this event? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? What color cartridge (white/blue/green) was used ? Was buttressing material utilized? If so, which product? Were any difficulties encountered when closing on the tissue? Was the tissue pin in place prior to firing? Was the instrument fired across or near an existing staple line or clip? Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Was proximal and distal control maintained on the tissue during the firing sequence? Was the staple line inspected for integrity prior to transecting the tissue? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Was a leak test completed? Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Was the firing to close a side by side anastomosis? If so, which firing. F/u response: basically the staples didn't come out at all, the device was used properly, I believe that it's accurate to say that it was obvious to everyone in the or that it was a stapler malfunction. I think it was a blue load.